Event description:
Burned and blistered, burn blister on the right side of my lower back [burns second degree]. Burned her back/first degree burn [burns first degree]. She wore the wrap from 12:30 to 14:30 and then reapplied it from 15:00 to 20:00 [intentional device misuse]. She wore the wrap from 12:30 to 14:30 and then reapplied it from 15:00 to 20:00 [device use error]. Product got too hot [device issue]. Eschar/sore/scab. Boil [furuncle]. Scar. Case description: this case has been migrated from another database into the current safety database for processing follow-up information. As a consequence of this migration, the follow-up report may indicate in the appropriate field that it is an initial report. Additional information was received from the patient, in the form of medical records which provided event details and medically confirmed the case. Initial information was received from a consumer regarding a (B)(6) (currently (B)(6)) american indian female patient who used a thermacare lower back and hip heatwrap transdermally for back pain on (B)(6) 2010. Lot number: e21775b, exp: nov2012. The patient, a new user, reported that the product burned her back. Additionally, she reported two blisters (blister/blisters) on her lower back; one the size of a 50 cent coin and the second was painful and the size of a quarter. She reportedly took the wrap off once for five minutes. She denied seeking medical treatment. She reported no skin sensitivities, allergies, rashes or other skin conditions. She did not use lotions, gels or creams. She reported no discrepancies with the wrap, did not place it in the microwave and indicated that it did not get too hot. The events were ongoing at the time of reporting. On 01jun2010, additional information was received from the patient who indicated she wore the wrap from 12:30 to 14:30 and then reapplied it from 15:00 to 20:00. The patient, who had previously used a heating pad for pain relief for thirty minutes in 1993 with no problems, reported that she was burned in two places and had a blister and a boil (furuncle/boil). She reported that one burn was the size of the first part of a finger and the other was the size of a penny. She indicated that initially it was raw meat/raw skin showing and was very painful. The burns reportedly blistered and then crusted to a sore/scab. The patient, who described her skin tone as medium/brown, reported that she had never been burned by the sun or any product previously. She reported that she checked under the wrap once during use at 14:30 and again when she removed it at 20:00. The patient denied feeling the wrap getting too hot, stating that it felt warm on the right side and middle. Additionally, she reported that there was not warmth or heat on the left side. The patient indicated that she showed the burn to her physician and his nurse on (B)(6) 2010, but indicated that by that time it was a scab/sore. She denied any treatment for the burns and the events were not resolved. On 28jun2010, additional information was received from the patient in the form of medical records which indicated that the patient was seen by her physician on (B)(6) 2010. The patient was initially seen due to a complaint of chest pain and rash on her trunk. While seen by the physician, she also complained that she had been burned by a thermal heatwrap two weeks prior. Physical exam revealed a small, excoriated non-infected eshar (eschar/eschar) about 2 cm in diameter on her right lower back consistent with a recent burn that is healing. The patient was diagnosed with a first degree burn (burns first degree/first degree burn). Treatment details were not provided. Medical history included bladder cancer, high blood pressure, disabled, a skin allergy to EKG "sticky strips", right renal cyst on (B)(6) 2005, left nephrectomy on an unspecified date in (B)(6) 2001, coronary angioplasty on (B)(6) 2006, cardiomegaly from (B)(6) 2005, degenerative joint disease from (B)(6) 2006, laminectomy at l4-l5 on (B)(6) 2007, spinal stenosis at l2-3, l3-4 and l5-s1 from (B)(6) 2008, tobacco user for 30 to 40 years and kidney disorder. Concomitant medications included diovan, lipitor, amlodipine, clonidine, carvedilol and hydrocodone. Follow-up (15dec2016): this is a follow-up spontaneous report from a pfizer-sponsored program pfizer product refund program. The same contactable patient reported that "I was burned 6 years ago and 2 of my doctors did see the burn. I got burned on my back and it blistered." Additional information has been requested and will be provided as it becomes available. Follow-up (09jan2017): this is a follow-up report combining information from duplicate reports (B)(4). The current and all subsequent information will be reported under manufacturer report number (B)(4). New information received from a contactable consumer includes: medical history, action taken with the suspect product and reaction data (updated event blister to burns second degree and added events scar and device issue); the patient reported using thermacare heatwrap (thermacare lower back & hip) "just one day" from an unspecified date in (B)(6) 2010 for three and a half hours removing every hour when it felt hot for lower back pain. Action taken with the suspect product was permanently withdrawn on an unspecified date in (B)(6) 2010 as a result of her getting burned. The patient is currently under the care of a physician for high blood pressure. The patient reported she has heart disease from an unspecified date. She denied having sensitive skin or any abnormal skin conditions. There was no product remaining. The patient had not previously used thermacare heatwraps. She reported she attached the adhesive to her clothing and wore the heatwrap over her blouse for only a few hours until it felt hot and she experienced a second degree burn. She did not engage in exercise while wearing the heatwrap and did read the usage instructions prior to using the heatwrap. The patient reported she did check her skin under the heatwrap during use every 30 minutes after it got hot. She denied taking any over-the counter, herbal, nutritional medications or any medications applied to the skin during the time she experienced the burn. The patient mentioned the problems/symptoms lasted approximately 2 months. All problems/symptoms have resolved; however, there is a scar where she was burned. The patient reported she treated the burn herself, no further information provided. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment based on the information provided, the reported events second degree burn, first degree burn, intentional device misuse, wrong technique in device usage process, and device issue as described in this case are considered serious bodily injuries potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The other events furuncle and eschar are assessed as associated with the device use.

Manufacturer narrative:
Conclusion and approvals: additional approval(s) req'd?: no. Root cause category (tier 1): non-assignable (complaint not confirmed). Regulatory impact: no. Product quality impact: no. Market / clinical impact: no. Final confirmation status: not confirmed. Investigation summary: without the wrap and pouch for the alleged defective wrap it can not be confirmed that the wrap involved was manufactured on run day four and related to the wrinkle found in the heat pack film. Corrective action procedures for individual wrap average and individual cell temperature were completed for run day four. Cap for the cold wrap required wrap samples be pulled from the same hour of production as the wrap with the out of specification thermal result. The resample wraps for run day four did meet the required in process limit for thermal temperature. The cap for the individual cell temperature greater than the upper thermal limit shows the root cause was identified as air in the brine dosing line. The batch average for run day four ranged from 39.8c to 40.2c; upper thermal limit is 48.2c. The subject matter expert for the heat pack maker inspected the wrap with the hot cell and determined the hot cell was most likely caused by a wrinkle in the heat pack making films that was under the cell that was hot. 6,480 cartons were separated and inspected for the wrinkle in the heat pack film. A total of 5,040 cartons were scrapped for the wrinkle. No quality issues were identified upon this review of batch records, thermal test data or, inspection of retained samples. Retained samples are not available for inspection since the product expired in 2012 and retains were disposed of in 2015. There is no way to determine if the temperature of the actual wrap used by the customer was outside the thermal temperature in-process limit and cannot be confirmed. Process related?: no. Design related?: no. Complaint confirmed?: no. Notify safety?: no

Event description:
Burned and blistered, burn blister on the right side of my lower back/she experienced a second degree burn. Burned her back/first degree burn. She wore the wrap from 12:30 to 14:30 and then reapplied it from 15:00 to 20:00 [intentional device misuse]. She wore the wrap from 12:30 to 14:30 and then reapplied it from 15:00 to 20:00 [device use error]. Product got too hot [device issue]. Eschar/sore/scab. Boil [furuncle]. Scar. Case description: this case has been migrated from another database into the current safety database for processing follow-up information. As a consequence of this migration, the follow-up report may indicate in the appropriate field that it is an initial report. Additional information was received from the patient, in the form of medical records which provided event details and medically confirmed the case. Initial information was received from a consumer regarding a (B)(6) female patient who used a thermacare lower back and hip heatwrap transdermally for back pain on (B)(6) 2010. Lot number: e21775b, exp: nov2012. The patient, a new user, reported that the product burned her back. Additionally, she reported two blisters (blister/blisters) on her lower back; one the size of a 50 cent coin and the second was painful and the size of a quarter. She reportedly took the wrap off once for five minutes. She denied seeking medical treatment. She reported no skin sensitivities, allergies, rashes or other skin conditions. She did not use lotions, gels or creams. She reported no discrepancies with the wrap, did not place it in the microwave and indicated that it did not get too hot. The events were ongoing at the time of reporting. On 01jun2010, additional information was received from the patient who indicated she wore the wrap from 12:30 to 14:30 and then reapplied it from 15:00 to 20:00. The patient, who had previously used a heating pad for pain relief for thirty minutes in 1993 with no problems, reported that she was burned in two places and had a blister and a boil (furuncle/boil). She reported that one burn was the size of the first part of a finger and the other was the size of a penny. She indicated that initially it was raw meat/raw skin showing and was very painful. The burns reportedly blistered and then crusted to a sore/scab. The patient, who described her skin tone as medium/brown, reported that she had never been burned by the sun or any product previously. She reported that she checked under the wrap once during use at 14:30 and again when she removed it at 20:00. The patient denied feeling the wrap getting too hot, stating that it felt warm on the right side and middle. Additionally, she reported that there was not warmth or heat on the left side. The patient indicated that she showed the burn to her physician and his nurse on (B)(6) 2010, but indicated that by that time it was a scab/sore. She denied any treatment for the burns and the events were not resolved. On 28jun2010, additional information was received from the patient in the form of medical records which indicated that the patient was seen by her physician on (B)(6) 2010. The patient was initially seen due to a complaint of chest pain and rash on her trunk. While seen by the physician, she also complained that she had been burned by a thermal heatwrap two weeks prior. Physical exam revealed a small, excoriated non-infected eshar (eschar/eschar) about 2 cm in diameter on her right lower back consistent with a recent burn that is healing. The patient was diagnosed with a first degree burn (burns first degree/first degree burn). Treatment details were not provided. Medical history included bladder cancer, high blood pressure, disabled, a skin allergy to EKG "sticky strips", right renal cyst on (B)(6) 2005, left nephrectomy on an unspecified date in (B)(6) 2001, coronary angioplasty on (B)(6) 2006, cardiomegaly from (B)(6) 2005, degenerative joint disease from (B)(6) 2006, laminectomy at l4-l5 on (B)(6) 2007, spinal stenosis at l2-3, l3-4 and l5-s1 from (B)(6) 2008, tobacco user for 30 to 40 years and kidney disorder. Concomitant medications included diovan, lipitor, amlodipine, clonidine, carvedilol and hydrocodone. Follow-up (15dec2016): this is a follow-up spontaneous report from a pfizer-sponsored program pfizer product refund program. The same contactable patient reported that "I was burned 6 years ago and 2 of my doctors did see the burn. I got burned on my back and it blistered." Additional information has been requested and will be provided as it becomes available. Follow-up (09jan2017): this is a follow-up report combining information from duplicate reports (B)(4). The current and all subsequent information will be reported under manufacturer report (B)(4). New information received from a contactable consumer includes: medical history, action taken with the suspect product and reaction data (updated event blister to burns second degree and added events scar and device issue); the patient reported using thermacare heatwrap (thermacare lower back & hip) "just one day" from an unspecified date in (B)(6) 2010 for three and a half hours removing every hour when it felt hot for lower back pain. Action taken with the suspect product was permanently withdrawn on an unspecified date in (B)(6) 2010 as a result of her getting burned. The patient is currently under the care of a physician for high blood pressure. The patient reported she has heart disease from an unspecified date. She denied having sensitive skin or any abnormal skin conditions. There was no product remaining. The patient had not previously used thermacare heatwraps. She reported she attached the adhesive to her clothing and wore the heatwrap over her blouse for only a few hours until it felt hot and she experienced a second degree burn. She did not engage in exercise while wearing the heatwrap and did read the usage instructions prior to using the heatwrap. The patient reported she did check her skin under the heatwrap during use every 30 minutes after it got hot. She denied taking any over-the counter, herbal, nutritional medications or any medications applied to the skin during the time she experienced the burn. The patient mentioned the problems/symptoms lasted approximately 2 months. All problems/symptoms have resolved; however, there is a scar where she was burned. The patient reported she treated the burn herself, no further information provided. Additional information has been requested and will be provided as it becomes available. Follow-up (10feb2017): new information received from product quality complaint group includes investigation results. According to the product quality complaint group: product expiration date: nov2012, lot number: e21775. Conclusion and approvals: additional approval(s) req'd?: no. Root cause category (tier 1): non-assignable (complaint not confirmed). Regulatory impact: no. Product quality impact: no. Market / clinical impact: no. Final confirmation status: not confirmed. Investigation summary: investigation summary: the root cause category is non-assignable (complaint not confirmed). Without the wrap and pouch for the alleged defective wrap it can not be confirmed that the wrap involved was manufactured on run day four and related to the wrinkle found in the heat pack film. Corrective action procedures for individual wrap average and individual cell temperature were completed for run day four. Cap for the cold wrap required wrap samples be pulled from the same hour of production as the wrap with the out of specification thermal result. The resample wraps for run day four did meet the required in process limit for thermal temperature. The cap for the individual cell temperature greater than the upper thermal limit shows the root cause was identified as air in the brine dosing line. The line was cleared of air an production was resumed. The batch average for run day four ranged from 39.8c to 40.2c; upper thermal limit is 48.2c. The subject matter expert for the heat pack maker inspected the wrap with the hot cell and determined the hot cell was most likely caused by a wrinkle in the heat pack making films that was under the cell that was hot. 6,480 cartons were separated and inspected for the wrinkle in the heat pack film. A total of 5,040 cartons were scrapped for the wrinkle. No quality issues were identified upon this review of batch records, thermal test data or, inspection of retained samples. Retained samples are not available for inspection since the product expired in 2012 and retains were disposed of in 2015. There is no way to determine if the temperature of the actual wrap used by the customer was outside the thermal temperature in-process limit and cannot be confirmed. Outside of the investigations discussed in this report, there was no other out of limit temperature events associated with this batch over the four day production run. Process related?: no. Design related?: no. Complaint confirmed?: no. Notify safety?: no. Company clinical evaluation comment based on the information provided, the reported events second degree burn, first degree burn, intentional device misuse, wrong technique in device usage process, and device issue as described in this case are considered serious bodily injuries potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The other events furuncle and eschar are assessed as associated with the device use.

Event description:
Burned her back/burn/first degree burn/got burned on my back [thermal burn]. Two blisters/blistered [blister]. She wore the wrap from 12:30 to 14:30 and then reapplied it from 15:00 to 20:00 [device use error]. Boil [furuncle]. Eschar/sore/scab [eschar]. Case description: this case has been migrated from another database into the current safety database for processing follow-up information. As a consequence of this migration, the follow-up report may indicate in the appropriate field that it is an initial report. Additional information was received from the patient, in the form of medical records which provided event details and medically confirmed the case. Initial information was received from a consumer regarding a (B)(6) female who used a thermacare lower back and hip heatwrap transdermally for back pain on (B)(6) 2010. Lot number: e21775b, exp: nov2012. The patient, a new user, reported that the product burned her back. Additionally, she reported two blisters (blister/blisters) on her lower back; one the size of a 50 cent coin and the second was painful and the size of a quarter. She reportedly took the wrap off once for five minutes. She denied seeking medical treatment. She reported no skin sensitivities, allergies, rashes or other skin conditions. She did not use lotions, gels or creams. She reported no discrepancies with the wrap, did not place it in the microwave and indicated that it did not get too hot. The events were ongoing at the time of reporting. On 01-jun-2010, additional information was received from the patient who indicated that she wore the wrap from 12:30 to 14:30 and then reapplied it from 15:00 to 20:00. The patient, who had previously used a heating pad for pain relief for thirty minutes in 1993 with no problems, reported that she was burned in two places and had a blister and a boil (furuncle/boil). She reported that one burn was the size of the first part of a finger and the other was the size of a penny. She indicated that initially it was raw meat/raw skin showing and was very painful. The burns reportedly blistered and then crusted to a sore/scab. The patient, who described her skin tone as medium/brown, reported that she had never been burned by the sun or any product previously. She reported that she checked under the wrap once during use at 14:30 and again when she removed it at 20:00. The patient denied feeling the wrap getting too hot, stating that it felt warm on the right side and middle. Additionally, she reported that there was not warmth or heat on the left side (product quality issue/product quality issue). The patient indicated that she showed the burn to her physician and her nurse on (B)(6) 2010, but indicated that by that time it was a scab/sore. She denied any treatment for the burns and the events were not resolved. On 28-jun-2010, additional information was received from the patient in the form of medical records which indicated that the patient was seen by her physician on (B)(6) 2010. The patient was initially seen due to a complaint of chest pain and rash on her trunk. While seen by the physician, she also complained that she had been burned by a thermal heat wrap two weeks prior. Physical exam revealed a small, excoriated non-infected eshar (eschar/eschar) about 2 cm in diameter on her right lower back consistent with a recent burn that is healing. The patient was diagnosed with a first degree burn (burns first degree/first degree burn). Treatment details were not provided. Medical history included bladder cancer, high blood pressure, back pain, disabled and a skin allergy to EKG "sticky strips". Concomitant medications included diovan, lipitor, amlodipine, clonidine, carvedilol and hydrocodone. No additional information was provided. Follow-up (15dec2016): this is a follow-up spontaneous report from a pfizer-sponsored program pfizer product refund program. The same contactable patient reported that "I was burned 6 years ago and 2 of my doctors did see the burn. I got burned on my back and it blistered." Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment based on the information provided, the reported events thermal burn, blisters, and wrong technique in device usage process as described in this case are considered serious bodily injuries potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The other events furuncle and eschar are assessed as associated with the device use.

Manufacturer narrative:
Conclusion and approvals: additional approval(s) req'd: no. Root cause category (tier 1): non-assignable (complaint not confirmed). Regulatory impact: no; product quality impact: no; market / clinical impact: no; final confirmation status: not confirmed. Investigation summary: without the wrap and pouch for the alleged defective wrap it can not be confirmed that the wrap involved was manufactured on run day four and related to the wrinkle found in the heat pack film. Corrective action procedures for individual wrap average and individual cell temperature were completed for run day four. Cap for the cold wrap required wrap samples be pulled from the same hour of production as the wrap with the out of specification thermal result. The resample wraps for run day four did meet the required in process limit for thermal temperature. The cap for the individual cell temperature greater than the upper thermal limit shows the root cause was identified as air in the brine dosing line. The batch average for run day four ranged from 39.8c to 40.2c; upper thermal limit is 48.2c. The subject matter expert for the heat pack maker inspected the wrap with the hot cell and determined the hot cell was most likely caused by a wrinkle in the heat pack making films that was under the cell that was hot. (B)(4). No quality issues were identified upon this review of batch records, thermal test data or, inspection of retained samples. Retained samples are not available for inspection since the product expired in 2012 and retains were disposed of in 2015. There is no way to determine if the temperature of the actual wrap used by the customer was outside the thermal temperature in-process limit and cannot be confirmed. Process related: no; design related: no; complaint confirmed: no; notify safety: no.

Event description:
Burned and blistered, burn blister on the right side of my lower back/she experienced a second degree burn [burns second degree]; burned her back/first degree burn [burns first degree]; she wore the wrap from 12:30 to 14:30 and then reapplied it from 15:00 to 20:00 [intentional device misuse]; she wore the wrap from 12:30 to 14:30 and then reapplied it from 15:00 to 20:00 [device use error]; product got too hot [device issue]; eschar/sore/scab [eschar]; boil [furuncle]; scar [scar]. Case description: this case has been migrated from another database into the current safety database for processing follow-up information. As a consequence of this migration, the follow-up report may indicate in the appropriate field that it is an initial report. Additional information was received from the patient, in the form of medical records which provided event details and medically confirmed the case. Initial information was received from a consumer regarding a (B)(6) female patient who used a thermacare lower back and hip heatwrap transdermally for back pain on (B)(6) 2010. Lot number: e21775b, exp: nov2012. The patient, a new user, reported that the product burned her back. Additionally, she reported two blisters (blister/blisters) on her lower back; one the size of a 50 cent coin and the second was painful and the size of a quarter. She reportedly took the wrap off once for five minutes. She denied seeking medical treatment. She reported no skin sensitivities, allergies, rashes or other skin conditions. She did not use lotions, gels or creams. She reported no discrepancies with the wrap, did not place it in the microwave and indicated that it did not get too hot. The events were ongoing at the time of reporting. On 01jun2010, additional information was received from the patient who indicated she wore the wrap from 12:30 to 14:30 and then reapplied it from 15:00 to 20:00. The patient, who had previously used a heating pad for pain relief for thirty minutes in 1993 with no problems, reported that she was burned in two places and had a blister and a boil (furuncle/boil). She reported that one burn was the size of the first part of a finger and the other was the size of a penny. She indicated that initially it was raw meat/raw skin showing and was very painful. The burns reportedly blistered and then crusted to a sore/scab. The patient, who described her skin tone as medium/brown, reported that she had never been burned by the sun or any product previously. She reported that she checked under the wrap once during use at 14:30 and again when she removed it at 20:00. The patient denied feeling the wrap getting too hot, stating that it felt warm on the right side and middle. Additionally, she reported that there was not warmth or heat on the left side. The patient indicated that she showed the burn to her physician and his nurse on (B)(6) 2010, but indicated that by that time it was a scab/sore. She denied any treatment for the burns and the events were not resolved. On 28jun2010, additional information was received from the patient in the form of medical records which indicated that the patient was seen by her physician on (B)(6) 2010. The patient was initially seen due to a complaint of chest pain and rash on her trunk. While seen by the physician, she also complained that she had been burned by a thermal heatwrap two weeks prior. Physical exam revealed a small, excoriated non-infected eshar (eschar/eschar) about 2cm in diameter on her right lower back consistent with a recent burn that is healing. The patient was diagnosed with a first degree burn (burns first degree/first degree burn). Treatment details were not provided. Medical history included bladder cancer, high blood pressure, disabled, a skin allergy to EKG "sticky strips", right renal cyst on (B)(6) 2005, left nephrectomy on an unspecified date in (B)(6) 2001, coronary angioplasty on (B)(6) 2006, cardiomegaly from (B)(6) 2005, degenerative joint disease from (B)(6) 2006, laminectomy at l4-l5 on (B)(6) 2007, spinal stenosis at l2-3, l3-4 and l5-s1 from (B)(6) 2008, tobacco user for 30 to 40 years and kidney disorder. Concomitant medications included diovan, lipitor, amlodipine, clonidine, carvedilol and hydrocodone. Follow-up (15dec2016): this is a follow-up spontaneous report from a (B)(4)-sponsored program (B)(4). The same contactable patient reported that "I was burned 6 years ago and 2 of my doctors did see the burn. I got burned on my back and it blistered." Additional information has been requested and will be provided as it becomes available. Follow-up (09jan2017): this is a follow-up report combining information from duplicate reports (B)(4). The current and all subsequent information will be reported under manufacturer report number (B)(4). New information received from a contactable consumer includes: medical history, action taken with the suspect product and reaction data (updated event blister to burns second degree and added events scar and device issue); the patient reported using thermacare heatwrap (thermacare lower back & hip) "just one day" from an unspecified date in (B)(6) 2010 for three and a half hours removing every hour when it felt hot for lower back pain. Action taken with the suspect product was permanently withdrawn on an unspecified date in (B)(6) 2010 as a result of her getting burned. The patient is currently under the care of a physician for high blood pressure. The patient reported she has heart disease from an unspecified date. She denied having sensitive skin or any abnormal skin conditions. There was no product remaining. The patient had not previously used thermacare heatwraps. She reported she attached the adhesive to her clothing and wore the heatwrap over her blouse for only a few hours until it felt hot and she experienced a second degree burn. She did not engage in exercise while wearing the heatwrap and did read the usage instructions prior to using the heatwrap. The patient reported she did check her skin under the heatwrap during use every 30 minutes after it got hot. She denied taking any over-the counter, herbal, nutritional medications or any medications applied to the skin during the time she experienced the burn. The patient mentioned the problems/symptoms lasted approximately 2 months. All problems/symptoms have resolved; however, there is a scar where she was burned. The patient reported she treated the burn herself, no further information provided. Additional information has been requested and will be provided as it becomes available. Follow-up (10feb2017): new information received from product quality complaint group includes investigation results. According to the product quality complaint group: product expiration date: nov2012, lot number: e21775. Conclusion and approvals: additional approval(s) req'd?: no. Root cause category (tier 1): non-assignable; (complaint not confirmed). Regulatory impact: no. Product quality impact: no. Market / clinical impact: no. Final confirmation status: not confirmed. Investigation summary: investigation summary: the root cause category is non-assignable (complaint not confirmed). Without the wrap and pouch for the alleged defective wrap it can not be confirmed that the wrap involved was manufactured on run day four and related to the wrinkle found in the heat pack film. Corrective action procedures for individual wrap average and individual cell temperature were completed for run day four. Cap for the cold wrap required wrap samples be pulled from the same hour of production as the wrap with the out of specification thermal result. The resample wraps for run day four did meet the required in process limit for thermal temperature. The cap for the individual cell temperature greater than the upper thermal limit shows the root cause was identified as air in the brine dosing line. The line was cleared of air an production was resumed. The batch average for run day four ranged from 39.8c to 40.2c; upper thermal limit is 48.2c. The subject matter expert for the heat pack maker inspected the wrap with the hot cell and determined the hot cell was most likely caused by a wrinkle in the heat pack making films that was under the cell that was hot. (B)(4). No quality issues were identified upon this review of batch records, thermal test data or, inspection of retained samples. Retained samples are not available for inspection since the product expired in 2012 and retains were disposed of in 2015. There is no way to determine if the temperature of the actual wrap used by the customer was outside the thermal temperature in-process limit and cannot be confirmed. Outside of the investigations discussed in this report, there was no other out of limit temperature events associated with this batch over the four day production run. Process related: no; design related: no; complaint confirmed: no; notify safety: no. Follow-up (22feb2017): new information received from a contactable physician included the patient did not provide information regarding the adverse events with the use of the product. Follow-up attempts are completed. No further information is expected. Company clinical evaluation comment based on the information provided, the reported events second degree burn, first degree burn, intentional device misuse, wrong technique in device usage process, and device issue as described in this case are considered serious bodily injuries potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The other events furuncle and eschar are assessed as associated with the device use.